Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a z9002 22.0 diopter intraocular lens (iol) was implanted in the patient's operative eye. It was later explanted due to unexpected myopia. There was no incision enlargement or vitrectomy performed and there was no capsular bag tear. The replacement lens was the same model, but different diopter of 20.0. Reportedly, the patient had no complications post-operatively. No additional information was provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 1/24/2018. Device returned to manufacturer ¿ yes. Device evaluation: the lens was evaluated. The lens was received cut in two pieces with viscoelastic residue. Even though the lens was received cut, there was no damages observed. The lens cannot be re-measured since it was cut in two. However, the documented results confirmed that the diopter measure was correct when manufactured and released. The complaint reported cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.